Manufacturer narrative:
The "used/damaged 000383 precisor exl coated disposable biopsy forceps was not returned for evaluation of "failure to cut", therefore this complaint is unconfirmed. This device was manufactured 18-may-2016. Of the lot containing (B)(4) units there has only been this one complaint for this lot of product and event description. A review of the manufacturing documents from the DHR/lhr have been reviewed with special attention to the manufacturing and inspection of this product. The products released for distribution were found to have met all specifications prior to shipment. A 2-year review of device family history has revealed 3 complaints for this same reported issue. During this same 2-year time frame over (B)(4) units were sold worldwide, making the occurrence rate for this failure mode (B)(4) percent. To date there have been no long term adverse effects reported for any of these complaints however, an investigation has been initiated to prevent future recurrences. This failure mode is addressed in the risk documents and the risk has been found to be acceptable. This complaint will continue to be monitored through the complaint system. The precisor exl coated disposable biopsy forceps are indicated for endoscopic histological sampling of various tissue sites within the gastrointestinal and bronchial tracts via the operating channel of endoscopic instruments. To ensure proper function of the precisor exl coated disposable biopsy forceps and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: -"inspect the peel-pouch for any damage that may have occurred during transit or handling. If damaged, do not use" -"once the area to be sampled has been visualized, close the forceps jaws, then insert the forceps into the biopsy channel and advance slowly using short, careful strokes; otherwise the forceps shaft may kink." -"to prevent inadvertent damage to internal organs and body structure, take biopsy samples under direct visualization." -"hemorrhage from inadvertent damage to organs and vessels may result from the use of this device. Therefore, the physician is advised to pay close attention to the general principles of proper hemostasis during the procedure, as well as to inspect the biopsy area prior to conclusion of the procedure." -"do not apply excessive force when opening and closing the forceps." -"adverse reactions associated with the use of biopsy forceps include acute and delayed hemorrhage, bowel perforation, localized or systemic infections and other risks associated with the methods utilized in surgical procedures." -"when biopsying in areas of the gi tract where tissue walls are thin, as in the colon, it is important not to force the precisor exl forceps jaws into the wall. Excessive pressure may result in perforation." Complaint device discarded by facility.

Event description:
As reported by the user facility, during a gastric biopsy on (B)(6) 2017, "after including the fabric in the caliper bites and tight bites, during the traction the biopsy tissue was completely cut and caused a "breakout" to the gastric mucosa, resulting in heavy bleeding on the two points of biopsy." It was necessary to apply number 2 hemostatic clips to the biopsy sites. The procedure was completed. The patient was admitted to the hospital for one day. Follow up information has revealed that the patient was discharged to home and is doing well.

Manufacturer narrative:
Ninety (90) stock samples from the same lot number as the complaint device were returned to conmed. A random sample of five (5) devices were examined and tested in the quality assurance laboratory. During testing, all five (5) devices were found to have smooth actuation with jaws that opened and closed fully. The devices were tested in the coiled and single loop configuration and repeated three (3) times. The jaws were examined under magnification and were found to have no gaps when closed. This test was repeated three (3) times. The screw was found correctly inserted in the major countersink of the jaw housing and the distal end of the screw was evenly and fully peened on all five (5) devices. The inspection of these stock samples showed no manufacturing defects that would result in inadequate cutting of tissue, therefore this complaint is unconfirmed. A root cause investigation is not required at this time however, this reported complaint issue will continue to be monitored through the complaint system. Not returned to manufacturer.